Manufacturer narrative:
The incidents occurred 7-10 days prior to the receipt date of the report. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) small volume intermates leaked. This was observed prior to use. The leaks were contained in the overpouches. The devices were filled with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the lot was manufactured (B)(4) 2018 - (B)(4) 2018. Eight (8) actual devices were received for evaluation. Visual inspection was performed and identified fluid inside the bag that contained the devices. Upon device removal from the bag, the cause of fluid inside the bag was found to be slightly untightened blue winged luer caps. A functional leak test was performed after tightening the blue winged luer caps, and no signs of leak were observed on the devices. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.